Event description:
Complainant alleged that while attempting to defibrillate a male patient, the device detected a shockable rhythm once and successfully delivered energy. Upon the second analyzation, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.